Event description:
The customer reported that while preparing the subject device for use, scope error b30 appeared when starting up. There was no patient or user injury reported. The device was sent to an olympus service center for evaluation. During inspection and testing, service found the endoscope image displayed was blurry. This report is being submitted for the malfunction (blurred image) found during the evaluation of the device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the ccd unit. - sliding error of movable l-range that occurred in the zoom scope. - image occurred within the allowable range. - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service found scope error b30 when starting up. The electrical connector demonstrated fluid ingress, and the water detection sticker was discolored. The endoscope connector and plug unit had corrosion. Due to damage on the circuit board unit in the endoscope connector, the distal end got warm. The charge coupled device unit was damaged. There were traces of third-party repairs. The switch box was scratched, switch 1 had a dent and swelling due to wear and tear. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.